Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be an abnormal electrical continuity due to water invasion of scope connector. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope with no image. The issue was found during reprocessing. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, e315 error due to immersed video connector. The error was thought to be due to wear of eto cap when soaking, removal of the lea detector in the liquid, due to presence of liquid in the leak detector connector and loss of electrical continuity error due to water invasion. E315 error code disappeared when device was dried. Additionally, many dents were found on the insertion tube. Fluid invasion seed from body control unit resulting in immersion in the bending cover, s cover and video connector. It was hard to set downward angle and the angle wire became longer than normal. Total runtime of the device is found to be 16,625 mins(35 times 475 mins). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name - beijing children's hospital affiliated to capital medical university